Manufacturer narrative:
Following information reported the resident was transfer from a wheelchair to a bed. When the resident was lifted away from the wheelchair the sling clip detached. As a consequence of the event the resident fell out from the lift on the floor, no injry was sustained. After the event the lift was inspected by arjo technian and no lift malfunction was found. The visual sling evaluation showed the missing piece in the sling clip. The director of nursing also tested the sling on the lift (without lifting a patient) and the clip with the small missing piece was found to be looser than the other sling clips. The arjo technician suggested that the sling clip should be replaced. The sling clip used during the event was a sling fited with grey clips. The sling label was illegible due to age and laundering. However, the date visible on the sling clips indicated that the clips were manufactured in june 2003. The sling might be in use for approximetly 20 years. The sling instruction for use states: "the expected service life of the passive clip sling/disposable clip sling: service life: slings 2 years and shelf life- 5 years. " "if any part is missing or damaged do not use the sling. Check for: fraying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, unreadable or damaged label." ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ the maxi move, which has a ¿mushroom shape¿ at the end of the lug, not only ensures that the clip cannot slide off, it also ensures that the clip is fully on (the clip cannot be partially inserted, it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, this suggests that the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. In this case, only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. Based on provided inforamtion, it seems likely that the cause of the sling clip failure might have been related to not following the instruction for use. To sum up, while the incident occurred the clip sling and passive floor lift were being used for a resident transfer. The sling was not up to the manufacturer¿s specification due to missing part of the clip and because the sling clip detached. We decided to report this complaint to the competent authorities due to an allegation of the clip detachment during the transfer.

Manufacturer narrative:
Additional information will be rpovided upon investigation conclsion.

Event description:
It was reported that during patient transfer from a wheelchair to a bed the sling clip detached from a lift spreader bar. The sling has been in use for above 15 years and show no injury was reported.